Event description:
Consumer reports giving an injection and the needle separated from the hub. Went to the ER for x-rays, but could not find the needle. Feels a pinching sensation and then it goes away.

Manufacturer narrative:
Product and report have been forwarded to manufacturing for investigation. Evaluation summary: evaluation date/time: 01/22/07, 15:15:22. Received one (1) loose pen needle with no tear drop label which customer claims gave injection. Appears that needle broke off or separated from the hub. Product was evaluated for customer's complaint. Free cannula end was not received, however, received one hub and its outer cover. Pen needle was microscopically examined and revealed severe cannula bend, cracked epoxy, and epoxy indentation which when combined suggest a possible mfg defect. Confirmed manufacturing defect. Product will be forwarded to manufacturing for further investigation.